Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a retractor. The ball at the end of the shaft broke off and became stuck in the applicator knob. The ball was able to be removed without difficulty. No adverse effect to the patient was reported.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The present toothed rack retractor was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. We made a re-inspection of the parts in our stock and no fault was found. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of failure.